Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2014. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that in the middle of the procedure, the device did not cauterize tissue even though end tones were heard. Mild bleeding/oozing occurred. Another device was opened to complete the procedure. No patient injury.